Event description:
It was reported that during troubleshooting for an unrelated alarm while the patient (hp) was connected during fill five of six the hp disconnected one of the supply bags to change its location. The technical service representative (tsr) instructed the hp to do a manual exchange to complete therapy. The hp stated that he would finish therapy with extraneal bag to get the last fill. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error ¿ reuse of single-use product, where the home patient (hp) attempted to reuse the same used disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.